Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported the symptoms. The customer was treated with manual injections. Customer¿s blood glucose level was advised as 570 mg/dl. Customer declined troubleshoot for high blood level. Customer also stated that they having the same issues with battery keep stating to be replace out. Customer stated that he tried taking out the battery and putting the same one in and unscrewing the cap he said that might be the issue. Customer was assisted troubleshoot for low battery. Customer advised to monitor the pump and replacement of battery cap will be sent. The product was not returned for analysis.